Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the pocket site due to the ipg bulging. Surgical intervention took place wherein the ipg was repositioned and electively replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.